Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during heartmate 3 implantation the modular cable did not connect and disconnect as intended. There was difficulty disconnecting it once it did connect and per the clinical vad (ventricular assist device) specialist "it did not feel normal and it was different kind of connection". The modular cable was replaced with a new one. Upon investigation of the modular cable it seemed that the misconnection was likely due to cross-threading during connection which resulted in damage to the screw thread on the inline connector of the modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty connecting and disconnecting the modular cable inline connector was reproduced during the investigation. Visual inspection of inline connector locking nut on the returned modular cable (lot number: 8128676) revealed deep scratches on the screw thread, which may have been the result of cross-threading while securing the connection. The scratches caused the locking nut to feel more difficult to tighten and loosen when connecting to a test pump cable; the inline connector was still able to be fully threaded and secured to the pump cable during testing despite the increased difficulty. The modular cable was connected to a test system controller without issue. The modular cable was functionally tested with the test controller and pump and operated the pump at the set speed without any issues or atypical alarms produced. The reported event appears to be due to cross-threading during connection, which resulted in damage to the screw thread on the inline connector of the modular cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable, lot number 8128676, was shipped to the customer on 11oct2021. Heartmate 3 instructions for use (IFU) (rev. C) section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the user in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.